Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy-uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy-uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("proximal portion of right fallopian tube opened and no essure device noted.") In a 42 year-old female patient who had essure inserted (lot no. B02261) for female sterilisation. The patient had a medical history of bleeding, pelvic pain, bleeding, spotting between menses, parity 3 and multi gravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 2987 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2022: encounter for post essure sterilization check general evaluation: maternal structures. Uterus normal: uterus comment 10.2x 4.6x 5.3 cm. Uterus position anteverted impression: patient presents for essure check. Uterus is anteverted, homogenous and normal in size. The endometrium is thin and smooth measuring .37cm. Bilat ovaries: wnl. Right essure coils are seen. Left essure coils not appreciated. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received: lot number, reporters information patient medical history and lab data were added and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("proximal portion of right fallopian tube opened and no essure device noted.") In a 42 year-old female patient who had essure inserted (lot no. B02261) for female sterilisation. The patient had a medical history of bleeding, pelvic pain, bleeding, spotting between menses, parity 3 and multi gravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 2987 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2022: encounter for post essure sterilization check general evaluation: maternal structures: uterus normal. Uterus comment 10.2x 4.6x 5.3 cm. Uterus position anteverted impression: patient presents for essure check. Uterus is anteverted, homogenous and normal in size. The endometrium is thin and smooth measuring .37cm. Bilat ovaries: wnl. Right essure: coils are seen. Left essure: coils not appreciated. Lot number: b02261. Manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.